Manufacturer narrative:
Correction b5: event description updated. Correction h6: eval code method (fdm/annex b) updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that air was observed between the connectors and tubing. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there were small pockets of air between the connector and tubing. No suction or venting were used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that air was observed between the connectors and tubing. The pack was replaced. There was no patient involvement, so no adverse effect occurred.